Manufacturer narrative:
No button error alarm noted. Insulin pump received intermittent act button due to corroded keypad trace. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that while scrolling to view insulin, numbers continued to scroll without stopping. Customer's blood glucose was 155 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.